Event description:
Pt had guidant prizm vr he ICD generator - model 1857 - implanted in 2004. Device functioned normally at routine check march 05. Returned for routine f/u, and device was electronically silent - could not be interrogated. Generator replaced yesterday, and malfunctioning generator returned to MFR for analysis.